Event description:
According to the information in the complaint: the patient underwent a laparoscopic gastric bypass with laparoscopic gastric transection and laparoscopic intestinal anastomosis procedure. It is alleged that due to a malfunction of the device used in the procedure the patient suffered a gastrointestinal hemorrhage and died.